Event description:
The laryngeal nerve monitor sensors were checked prior to the surgery and confirmed to be working properly. Partially through the surgery, a probe to the medtronic nerve integrity monitor (nim sn (B)(4)) began malfunctioning. The probe was stimulating all the tissue it touched even when stimulation was not purposely being generated. This prevented the surgeon from concluding a true nerve stimulation response. A new medtronic nim (sn (B)(4)) was brought into the room and the electrodes were switched to the new machine, there was no change in the functionality. A new set of electrodes were obtained and switched out to the new nim, this did not fix the issue. A new nim endotracheal tube was placed by anesthesia and a new pass probe was switched out but did not fix the issue. At this point, the surgeon decided to not proceed and ended the procedure because he could not confirm the integrity of the nerve. Patient needs to return for an additional surgery to complete the case. Iss was contacted, they removed the first nim from service and sent it out for repair. They tested the second machine as per the vendor representative's recommendations and it proved to be completely functional. The tri vantage emg etts used for this case were nim tri vantage emg endotracheal tube size 7 ref 8229707 lot 0222396634 and nim tri vantage emg endotracheal tube size 8 ref 8229708, lot 0222140122. There were 2 other similar issues the same week with different patients and different surgeons, both submitted separately. FDA safety report ID# (B)(4).